Manufacturer narrative:
The field service engineer found the gear pump pressure was too low, replaced the gear pump head, and confirmed the module running within specification. Qc was acceptable. The investigation determined the service actions resolved the issue. This event occurred in (B)(6).

Event description:
The initial reporter received questionable crep2 creatinine plus ver.2 results for two patients with the cobas 8000 cobas c 502 module. Patient 1 initial result was 16.30 mg/l. The repeated results were 10.50 mg/l and 9.80 mg/l. On 26-oct-2020 a second patient (patient 2) had questionable results as well. The initial result was 13.90 mg/l. The repeated result was 7.50 mg/l. The questionable results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number was 49963001 and the expiration date was 31-may-2021.